Event description:
In compliance with MDR reporting regulation, section (B) (4), we wish to inform you of an adverse event report associated with another MFR's device which has been received at allergan inc. ((B) (4)). The following info was provided. Pt's date of birth: (B) (6). Implant physician: no info. Explant physician: dr. (B) (6). Alleged event: allergan's device analysis lab received a right side deflated mentor implant. Implant date: (B) (6) 2000. Explant date: (B) (6) 2010. If I may be of any further assistance in this matter, (B) (6).